Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was experiencing painful left hip. The issue was observed during surgery. There were no reports of patient or user injuries, medical intervention, or prolonged hospitalization. It was reported that there was no further information regarding the issue. There was no surgical delay. All available information has been disclosed. No further information was provided. Doi: unknown; dor: (B)(6) 2021 affected side: left hip.